Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving saline at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be failed back surgery syndrome and spinal pain. It was reported that the patient started experiencing disorientation and "extreme coldness" a few months after implant with dose adjustments and personal therapy manager (ptm) boluses. The event date was reported as (B)(6) 2015. There were no environmental, external or patient factors which may have led or contributed to the issue. Per the patient, the managing doctor at the time changed the medication from morphine to dilaudid and the issues persisted. The medication was then changed to fentanyl and the same issues persisted. Eventually saline was put into the pump and the patient was seeing a new doctor at the time of the report. A catheter dye study was performed and there was poor visualization of the catheter and connection to the pump. The doctor did not really see any dye intrathecally. He questioned if the catheter was attached to the pump. The issue was not considered resolved. The doctor was going to refer the patient back to the surgeon for a consult. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.